Event description:
Reporter indicated that pt has recently experienced an increase in seizure activity above pre-vns baseline frequency. It was reported that the pt has also been going into status, which he has not done in a long time. It was reported that the pt may have been scheduled for vns therapy system replacement surgery; however, investigation to date has been unable to confirm as no response has been received to MFR's requests for additional info from treating neurologist (via fax x3).